Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittent altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose ranged from 270-271 mg/dl.